Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implanted pump for intractable spasticity. It was reported that the patient had magnetic resonance imaging (MRI) on (B)(6) 2024 and the pump was not read after and then had another MRI a few days later and the pump was read on (B)(6) 2024 and showed a recovery. It was reviewed that the pump was likely in telemetry mode from the first MRI. (B)(6) 2024 e1 (rep, hcp) additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the patient's weight was unknown. It was reported that telemetry mode was not confirmed. It was reported that the motor stall was logged at (B)(6) 2024 9:15am and the motor stall recovery was logged at (B)(6) 2024 at 10:36.